Event description:
It was reported that the patient had the interstim for diarrhea and she still has diarrhea. The diarrhea quit for a little while but never went away 100% but did improve. The patient couldn't get through a full meal without having a bowel movement. It worked for maybe a couple of months. The patient had a bad smell not like her normal bowel movement. The patient had to have an MRI done and gave them the patient ID card to turn off the interstim for the MRI but the place said since it was for her heard it wasn't going to bother the implant. The bad smell was before the MRI. When it did work the smell of the diarrhea was terrible. Regarding if the change in therapy had any correlation with the time the patient had the MRI done, the patient stated there was not. She mentioned it because what it said in the back of the card and not any change in therapy. The diarrhea had been on and off since the implant and she was not sure the implant was working. The patient had neuropathy and fibromyalgia and uncontrollable muscles spasms. The patient either had the beginning of parkinson's or side effect from the medicine she was taking for seizures. The patient stated its better and she can walk now. The patient wanted to get the interstim checked and make sure it was working right. The patient asked if the interstim can do any damage and cause infection. The patient stated she has fallen due to the seizures and may have landed on it. The patient stated she was a diabetic and would like to go back to keeping food in her so her sugar won't go down. The patient stated the managing physician moved to (B)(6) but prior to her moving, he increased the electrodes but she was still having the diarrhea. This reprogramming occurred the end of may. The patient felt it going all the way down to her legs and if she put her hand on her legs her toes curl and it was making her legs weak and unsure that it will hold her up. The patient stated if she knew the physician was moving out of town she wouldn't have gotten the implant done. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03zv2, implanted: (B)(6) 2012, product type: lead . (B)(4).